Event description:
While a pt was lifted from the floor with a floor lift and combi sling, as he was being raised, approx 4-5 inches off the floor, a strap of the sling broke. The pt's head landed on the care aid's feet. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR bhm medical inc. (B)(4). Add'l info will be provided following the conclusions of the MFR's investigation.